Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pace/sense portion of the lead was capped and replaced due to poor r-waves. The defib portion remains active. The patient was fine after the event.